Event description:
The customer reported that during the installation of the sterrad 100nx, the technician succeeded to measure with vacuum ga 3 ml torr. Then the tech started to activate the sterrad 100nx after 2 minutes, there was a big sound of explosion. The vacuum pump exploded and also damaged/hit the ac power supply and the air filter. There were no reports of serious injury.